Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator would not power on. There was no patient involvement. The service provider (sp) inspected the device. The sp replaced the power management (pm). The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Based on information provided and/or service performed, the alleged malfunction was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.